Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, broken belt clip slot, and loose/shifted end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. The customer stated that the buttons were difficult to push down and had been this way for years. The customer stated that, during the last few days, she had to really push hard with both thumbs and hold down for a while in order to garner any response from the act button. She stated that the act button worked intermittently. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.